Event description:
It was reported that patient experienced an event where the infusion set came off on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6)Patient country: Canada Name: (b)(6)Country: United States of AmericaAddress ¿ Line 1: (b)(6). Based on the available information, this event is deemed to be a Reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.